Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during procedure at left ica, the coil (subject device) detached/separated and fractured while advancing inside the microcatheter. The surgeon replaced it with a new device without clinical consequences to the patient.

Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system, there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the coil delivery wire was found to be kinked/bent, the main coil was found to be attached, the main coil was found to be severely stretched and kinked/bent, the suture was found to be damaged and there was no breakage or detachment noted during the analysis. A functional evaluation was not performed. The reported complaint was not confirmed based on analysis. The device failed to meet specification when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the patient's condition was stable following procedure. No portion of the coil protruded out of the aneurysm or into the parent vessel after detachment. The coil was inspected prior to use and no issue was noticed. The coil delivery wire was found to be kinked/bent. The main coil was found to be attached and was found to be severely stretched and kinked/bent. The suture was found to be damaged. There was no breakage or detachment noted during the analysis. Therefore, the reported 'main coil prematurely detached/separated during use' cannot be confirmed. An assignable cause of procedural factors will be assigned to the analyzes code 'main coil stretched', 'main coil kinked/bent' and 'main coil suture damage' since this issue appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use. The analyzed 'coil delivery wire kinked bent' will be assigned handling damage as the issue is due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use. An assignable cause of 'not confirmed' was assigned to the reported defect 'main coil prematurely detached/separated during use' and 'main coil broken/fractured during use' as the issue included a returned product review (visual, physical, and/or performance testing) which showed no evidence of either the alleged issue(s) or any defect which could have contributed to the event. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during procedure at left ica, the coil (subject device) detached/separated and fractured while advancing inside the microcatheter. The surgeon replaced it with a new device without clinical consequences to the patient.